Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that capio slim device was used during sacrospinous fixation procedure on (B)(6) 2018. According to the complainant, during procedure, upon deploying the device through the sacrospinous ligament, the capio carrier broke. The procedure was completed with this device. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Blocks f10 and h6: problem code 2907 captures the reportable event of carrier detachment. Block h10: the device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. This supplemental correction report is being filed to correct the report number in a previously submitted supplemental report (follow-up number 001) which was accepted by FDA on 12/19/2018 10:58 am CT. The report number is being corrected from: 3005099803-2018-62066 to: 3005099803-2018-61515.

Event description:
It was reported to boston scientific corporation that an uphold lite with capio slim device was used during a sacrospinous fixation procedure on (B)(6) 2018. According to the complainant, during procedure, upon deploying the device through the sacrospinous ligament, the capio carrier broke. The procedure was completed with this device. The patient's condition at the conclusion of the procedure was reported to be stable. Additional information received on november 21, 2018. The procedure was completed using this device as the suture was already entered into the ligament when the event occurred. The broken section of the carrier was removed from the patient. However, there was no information how it was removed. There were no patient complications as a result of the event.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). An examination of the returned uphold lite with capio slim was performed. No damage was noted to the capio slim suture capturing device. On the mesh assembly, no damaged was noted to the mesh material itself. The leader loops were intact. On the blue/white dilator, the suture was broken in the area where the dart interacts with the carrier, confirming the complaint. On the blue dilator, no damage was noted; the dart and suture were intact. The cage of the capio slim suture capturing device was removed; the portion of the detached suture containing the dart was not inside of the cage. The investigation concluded that the most probable root cause for dart detachment/suture broken issue is design inadequate for purpose, which indicates that problems were traced to design/design features of the device that do not support or do interfere with the intended purpose of the device. An investigation was opened to address the failure of the dart detachment/suture broken issue. The investigation determined that the design of the carrier allows the fiber portion of the suture to interact with the sharp edge of the carrier, resulting in the suture severing. The investigation is in the implementation phase. No further escalation is required.

Event description:
It was reported to boston scientific corporation that an uphold lite with capio slim device was used during a sacrospinous fixation procedure on (B)(6) 2018. According to the complainant, during procedure, upon deploying the device through the sacrospinous ligament, the dart detached from the suture. The detached dart was removed from the patient. However, there was no information how it was removed. The procedure was completed with this device as the suture was already entered into the ligament when the event occurred. There were no patient complications as a result of the event. The patient's condition at the conclusion of the procedure was reported to be stable.